Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; groin pain; pain inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Nonsurgical treatments: on (B)(6) 2015 the patient commenced psychological medication: valium for the treatment of: panic attacks. On (B)(6) 2010 the patient commenced topical treatment (including oestrogen cream): hrt for the treatment of: hormone replacement therapy. Treatment duration: 3 years.